Event description:
While performing scheduled maintenance on the device, the nellcor puritan bennett service technician (npb st) discovered that the audio alarm was intermittent due to a broken wire. The npb st inspected the device and repaired the wire. The unit passed extended testing. This report is not an admission by nellcor purtian-bennett that this device caused or contributed to the event alleged in this report.